Event description:
Emergency trach change was done using aseptic technique performed by (B)(6) rcp (respiratory care practioner) and (B)(6) rcp. Old trach was removed, and new trach of the same kind (B)(6) was inserted. Stoma was cleaned with iodine. Patient was hyper-oxygenated/suctioned before and after procedure. Stoma was intact and there was no bleeding noted. No sob (shortness of breath) or respiratory distress was noted. Patient tolerated procedure well. Spo2 99% on 30% fio2 and rr 22. Upon further inspection and testing of the removed trach, air was unable to remain in the cuff if pressure was applied to the balloon. No tears/bubbles were seen. When inflated, it looks fine. When pressure is applied to the cuff balloon itself, the cuff was losing air volume. Suspected defected pilot.